Event description:
It was reported to minimed that the customer experienced a discrepancy between the sensor glucose and blood glucose value and a hyperglycemic event that persisted for more than four (4) hours, which was treated with a manual injection/insulin pen, an intravenous (IV) insulin drip, the insulin pump, and hospitalization. The customer also experienced diabetic ketoacidosis (dka), which was treated with an intravenous (IV) insulin drip and hospitalization, feeling sick/unwell, fatigue/weakness, nausea, and vomiting, all of which were treated with hospitalization. The blood glucose value at the time of the event was 183 mg/dl. The event involved product(s) mmt-431ag, mmt-332a, mmt-1884l, mmt-7040b and mmt-7841zn. Troubleshooting was performed for hyperglycemic event and, it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported event, and the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed, and it was determined that the discrepancy between the sensor glucose value of 362 mg/dl and the corresponding blood glucose value of 114 mg/dl exceeded the acceptable range. The customer further reported that insulin delivery was not suspended during this period. No further patient complications were reported. No product return is required for mmt-431ag, mmt-332a, mmt-7040b and mmt-7841zn. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.